Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by nurse noted that patient was at target temperature, but in the last hour had suddenly dropped from 37 c to 32.2 c. Water temperature wt was 41.8 c, flow rate fr was 2.6 lpm, patient 91.7 kg with large pads in place. There initial thoughts were probe/cable issue, but this does not seem to be the case (no alerts/alarms, temp stable when handling probe/cable, probe already changed, and patient temperature did not change, and an axillary read 34 c). No recent medications were given and advised them device was responding appropriately. Recommended contacting hcp and monitoring patient skin closely.

Event description:
It was reported by nurse noted that patient was at target temperature, but in the last hour had suddenly dropped from 37c to 32.2c. Water temperature wt was 41.8c, flow rate fr was 2.6lpm, patient 91.7kg with large pads in place. There initial thoughts were probe/cable issue, but this does not seem to be the case (no alerts/alarms, temp stable when handling probe/cable, probe already changed, and patient temperature did not change, and an axillary read 34c). No recent medications were given and advised them device was responding appropriately. Recommended contacting hcp and monitoring patient skin closely.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Water temperature wt was 41.8c, flow rate fr was 2.6lpm, patient 91.7kg with large pads in place. There initial thoughts were probe/cable issue, but this does not seem to be the case (no alerts/alarms, temp stable when handling probe/cable, probe already changed, and patient temperature did not change, and an axillary read 34c). No recent medications were given and advised them device was responding appropriately. Recommended contacting hcp and monitoring patient skin closely. The instructions-for-use under were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.